Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was to treat a stricture in the sigmoid colon as a result of colon cancer. It was noted that the patient did not have severely tortuous anatomy. During the procedure, the handle of the deployment catheter broke outside the patient. No parts detached inside the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Based on the device analysis, which indicates that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath, this is now considered a reportable event.

Manufacturer narrative:
(B)(4). The reported event of polytetrafluoroethylene (ptfe) coating delaminated from inside the outer sheath. A visual examination of the returned device found that the stent was fully mounted. It was noted that the distal handle was detached from the outer sheath. This type of damage is consistent with excessive tensile force having been applied to the shaft. During analysis, it was not possible to retract the outer sheath to deploy the stent, so the shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. The outer sheath was unable to be moved proximally or distally. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. Note: the investigation results were able to confirm the complaint reported event of handle broken. However, it was also noted that the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. Therefore, this is now considered a reportable event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.